Event description:
It was reported that device was post-paced t-wave oversensing via remote transmission. Patient was asymptomatic. It was recommended that the device be reprogrammed and an induction test to be performed. Device remains implanted.

Event description:
New information received notes that the previously recommended programming changes were made. It was subsequently reported the asymptomatic patient presented with post-paced t-wave oversensing via remote transmission. Further reprogramming changes were made. Patient will be monitored remotely.

Manufacturer narrative:
(B)(6).